Event description:
It was reported that a 2.7 mm drill bit from a distal femur cutting kit broke intra-operatively during surgery. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). G2: foreign - event occurred in brazil.. H6: proposed component code - mechanical (g04) - drill. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.